Manufacturer narrative:
E1 (facility name) - (B)(6) hospital. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found corrosion of the electrical contacts. The cause was linked to the device but was unable to trace more specifically. Based on the results of the investigation, it is likely a degradation problem led to the corrosion and a mechanical problem led to the poor image quality. The following led to the malfunction: a degradation and mechanical problem of components. A device history review revealed no issues that could have caused or contributed to the reported issue]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head produced a poor image quality. Burning of the plug-in contact section of the connector/coupler was also reported. There were no reports of patient harm.